Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention due to communication issues when activating a pod. The patient mentioned that they had high blood glucose levels and high ketones, but specific values were not provided. Symptoms reported include feeling unwell. It was reported that they had consulted a diabetic nurse. Additional information regarding the medical event and if treatment was provided was solicited, but unavailable. If additional information is received it will be submitted in a follow up report.